Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, metabolic acidosis, respiratory failure, ileus, sepsis, bowel perforation, anemia, loss of domain, fibrosis, and adhesions. Post-operative patient treatment included bowel resection, IV fluids, IV pressors, antibiotics, tpn, transfusion, hernia repair with new mesh, skin graft, and incidental appendectomy.